Event description:
It was communicated to a vsi representative that d-stat dry hemostatic bandages were placed and left in the pectoral pockets of an unspecified number of patients following pulse-generator implant procedures. To date, three patients have developed infections in their pectoral pockets, and the infections apparently resulted from leaving the d-stat dry bandages within the pockets. The d-stat dry product was subsequently removed from each of the three patients. Please note that this represented improper use of this product. D-stat dry has the following indications: "the d-stat dry is applied topically as an adjunct to manual compression and is indicated for the control of surfaces bleeding from vascular access sites and percutaneous catheters or tubes and reducing the time-to-hemostasis in patients undergoing diagnostic endovascular procedure utilizing 4-6 fr. Introducer sheaths. The physician involved in these cases was retrained on the proper use of this product.